Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
On an unreported date, a break in aseptic technique had occurred and the patient missed peritoneal dialysis (pd) therapy. On the same day, the patient was hospitalized for an unknown indication and was diagnosed with peritonitis manifested by hazy dialysate. On an unreported date, the patient was treated with vancomycin 1gm and amikacin 12.5gm (routes and frequencies were not reported), for peritonitis. The day after diagnosis, retraining on proper aseptic technique was started. No additional information was available at the time of this report.